Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during an arthroscopy surgery the titanium tip of the device broke when attaching the anchor to the bone. All fragments were removed from the patient. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Complaint confirmed, the device was returned with a broken anchor. The distal end fragment was also returned. The device was found to meet relevant critical dimensions. No abnormalities were observed on the driver. The cause of the event was not identified, however a likely cause is prying/leveraging the device during insertion.